Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that introducer needle fractured while in the body and needle was still in the body. Customer¿s blood glucose was 96 mg/dl. Customer stated that they received alert for change sensor and sensor updating. Customer stated that they did not receive medical treatment as a result of the needle fracturing while still in the body. Sensor will not be returned for analysis.